Event description:
The account stated that over the past 6 months there have been 75 false reactive prism hcv results on donors who tested pcr and immunoblot techniques negative. The account stated the prism analyzer has been serviced 7 times since january 2008 to march 2009. No specific donor or testing data was provided. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Results: review of customer information, complaint history and tracking and trending. The customer provided an abbott prism sample retest report, a resource report, and informed the investigation team that the issue began in (B)(6) of 2008. The customer also indicated that sample handling procedures/donor population had not changed, and that (B)(6) was observed on 12 hcv reagent lots. Per the abbott prism hcv 6a52-48 package insert (commodity 34-8925/ r10), the initial reactive (ir) and repeat reactive (rr) rates of 0.42% and 0.39% were observed for total donors in our clinical studies. The investigation included a review of hcv master lot field data reported from the prism metrics database from (B)(6) 2005 through (B)(6) 2009. Results of this investigation indicated all of the hcv lots were performing according to label claims. The investigation also included a review of the reports and sample handling information the customer provided to abbott customer service. The review did not identify any issues from the customer reports or change in sample handling or donor population that would explain the increased hcv false (B)(6) results. Per the information customer service provided the investigation team in (B)(6), the customer had (B)(6). This is an ir rate of (B)(6). Per the information customer service provided to the investigation team in (B)(6), the customer indicated they do not re-centrifuge initial (B)(6) samples prior to retesting. Per the package insert (commodity 34-8925/ r10), if re-testing a specimen within 24 hours of initial centrifugation, the specimen is not required to be re-centrifuged; however, any specimen not tested within 24 hours of initial centrifugation, must be re-centrifuged from 30,000 to 75,000 (g-minutes) as defined for non-frozen specimens. The package insert states that failure to follow specified centrifugation procedure may give erroneous or inconsistent results. Under limitations of procedure, the package insert states that falsely (B)(6) results can be expected with any test kit and that falsely (B)(6) results have been observed due to non-specific interactions. The investigation team also contacted field service regarding the performance of the customer instrument. Per the information field service provided, multiple preventive maintenance activities have been performed, but no parts have been replaced in conjunction with this issue. Field service indicated the instrument has passed all diagnostic tests available for use. In addition, the investigation team reviewed complaint records to determine if a trend exists for the issue observed at the customer laboratory. This tracking data did not indicate a trend or product issue related to the abbott prism instrument for increased hcv false (B)(6) results. The investigation team reviewed the service calls for the customer instrument and did not identify any issues that indicate an instrument related cause for the increased hcv false (B)(6) results. Despite the investigation team efforts, the investigation team has been unable to determine an explanation for the increase in hcv false (B)(6) results reported by the customer. The results of this investigation indicate the abbott prism is performing acceptably. This is a final report.